Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product involved (mersilene suture) caused and/or contributed to the adverse events described in the article, specifically: reaction. If yes, provide details of event and specific suture product code. What medical/surgical intervention was performed to treat the patient? Patient pre-existing conditions. Are the product code and lot numbers available for device used? (Mersilene suture) citation: pan african medical journal. 2016; 25:101 doi:10.11604/pamj.2016.25.101.8980.

Event description:
It was reported in journal article ¿pseudotumoral scleral reaction to terephthalic braided polyester filament and to eyelashes accidentally retained after ab externo surgery for retinal detachment¿ that the patient underwent surgery for retinal detachment and suture was used. Several months after the procedure, the patient experienced postoperative complication with pseudotumoral scleral reaction to eyelashes and to suture filament. Eyelashes were accidentally retained. The result was confirmed by anatomo-pathological examination. The authors state that this is a complication due to surgeon¿s inattention. Additional information has been requested.